Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it displaying the very low fio2 (fraction of inspired oxygen) alarm could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis and did not observe any very low fio2 alarms/events in its memory. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be established.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp), contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. There were no reports of patient use associated with the reported issue.